Event description:
It was reported that, "pt received an accolade hip stem and post op xrays were taken indicating everything was in good condition. Prior to hospital release pt experienced pain, xrays were taken, fracture was noticed and pt was revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.